Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to a concert monday night and had to stand close to a metal detector for about 40 seconds, and reported that during that time, they felt some pulling and pain at the ins site. The patient said they also used the wand over their whole body. Since then, they had noticed now when they shifted their stance to the right, they felt stimulation, and when they shifted their stance to the left, they did not feel stimulation. They did not want to make any adjustments to their settings, as they were on the setting that was helping with symptom control. Theft detector and metal detector compatibility information was reviewed. The patient was to monitor, "and if the change in stimulation sensation when changes [their] stance," they were to call their healthcare provider's office to schedule a device check with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they also experienced discomfort/it felt very uncomfortable from the security system being so close to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.